Event description:
The ge oec 9800 fluoroscopy system had poor image quality. Reported to have grainy images.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a damaged power cord plug that was repaired to restore function and correct the image quality issue. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.